Manufacturer narrative:
(B)(4). Location : hospital. Product analysis :visually confirmed approximately ~3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. Conclusion: the above findings are consistent with torsional overload.

Event description:
It was reported that on an unknown date, intra-op, set screw and pedicle screw "cold-welded" and had to be removed but stripped driver during the process. Surgeon was able to remove the implants after cutting the rod. No patient complications were reported.